Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 10:30 am, the customer tested by fingerstick on the meter and the result was 3.0 inr. At 10:00 am, the customer had a lab test and the result was 2.3 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic, has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medication, no diet changes, no illness and no bleeding or bruising. There was no adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.